Event description:
It was reported that, since monday or tuesday, the stimulation from both of the patient¿s implantable neurostimulators (ins) would turn itself off and they would have to use their programmer unit to turn it back on. It was noted that this occurred twice today. The patient stated that they kept the stimulation ¿on high¿ so that they would notice when the stimulation goes off and the stimulation was at the same level when they turned it back on. There was no known accident or incident reported that was related to this issue and that there was no new equipment in their house. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. It was noted that the patient had bilateral ins systems present during the event. See manufacturer¿s report # 3004209178-2014-16603 for concomitant ins system information.

Manufacturer narrative:
Concomitant products: product ID 37711, serial # (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).